Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a very low ej ection fraction and sick left ventricle, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm non-medtronic (zmed balloon). The patient was paced at 160 beats per minute (bpm) during the pre-implant bav. The patient's blood pressure dropped suddenly and coded following the pre-implant bav. It was reported that there was no indication of an left ventricle or right ventricle (rv) perforation, wire entanglement, dissection, annular or left ventricular outflow tract (lvot) perforation, or a coronary occlusion. The patient's pressure recovered, and the valve was implanted at a depth of 1-2 mm. The patient coded a second time. Cardiopulmonary resuscitation (CPR) was performed for approximately 15 minutes, resulting in the valve dislodging aortic. Multiple fluoroscopic checks were performed. The embolized valve did not result in a coronary occlusion or st elevation, per angiogram and echocardiogram and heart monitor. A second transcatheter valve was implanted between CPR. An impella device was placed. The patient was not able to recover. The patient passed away.

Manufacturer narrative:
Additional information was received indicating that the documented cause of death was non-functional left ventricle. Per the physician, the valve did not cause or contribute to the cardiac arrest or subsequent death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.